Event description:
The customer reported a pt of theirs came in yesterday for an exam, then returned to the emergency room later that night with a "red mark or burn" on her breast. No other issues were reported.

Manufacturer narrative:
A field engineer visited the site to check the system as requested by the site. Tube output measurements were taken and found to be acceptable. Dose measurements taken on tope of 24x30 paddle in contact with acrylic phantom: rh filter: 22kv 120mas = 319.5mr, 25kv 120mas = 553.3mr, 28kv 120mas = 770.9mr, 32kv 120mas = 1.049r, 36kv 120mas = 1.335r; 39kv 120mas = 1.547r. Ag filter: 22kv 120mas = 338.5mr, 25kv 120mas = 607.2mr; 28kv 120mas = 898.7mr. The selenia mammography system functioned as intended. There was no report of any problem with the mammography system during the actual procedure. Based on the information provided, hologic has concluded the reported red mark on the breast is most likely due to compression of the breast that occurs during a mammography procedure.